Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. The reported patient effect of air embolism appears to be related to the reported leak. Air embolism is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as additional aspiration was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, thin leaflets, and suboptimal transseptal puncture. A steerable guide catheter (sgc) was inserted without issues. However, during dilator removal of the sgc, a leak was observed, and imaging revealed air in the left chamber. Aspiration was performed. A decision was made to remove and replace the sgc. A new sgc was inserted, and the procedure was continued. One clip was implanted, reducing mr to trace. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, thin leaflets, and suboptimal transseptal puncture. A steerable guide catheter (sgc) was inserted without issues. However, during dilator removal of the sgc, a leak was observed, and imaging revealed air in the left chamber. Aspiration was performed. A decision was made to remove and replace the sgc. A new sgc was inserted, and the procedure was continued. One clip was implanted, reducing mr to trace. There was no clinically significant delay in the procedure.